Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician will experience occlusion alarm issues ¿but not always and I don¿t know why¿. In the two times this has occurred the infusions were restarted and ¿settled¿ according to the clinician. The clinician will use one anti syphon valve (asv) on the multi-port line. Currently using baxter asv #2n3364 while waiting for the alaris asv without an extension set to be available. Occlusion alarms decreased since using only 1 asv on multiple lines, instead of 1 asv per individual line. On site bd representative discussed pressure settings and occlusion alarm troubleshooting. No reported patient harm.